Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found it was not returned in original package. The tip showed signs of activation and had foreign matter. The tubbing had foreign matter residue. The tip, handle, shaft and plug did not show any signs of damage. The device will be sent to the manufacturer for further testing. The supplier performed an evaluation with the following results: device was not received in its original packaging. The tip was used and there was tissue debris inside the active tip. Additionally, some residue was found on the active tip surface. The handle, cable & plug were used. It was confirmed that there were no ncrs or deviances recorded during the manufacturing process. The customer stated that ¿vapr suction did not work out of the box.¿ visual inspection of tripolar 90 electrode revealed that it came in used condition. The device passed all electrical checks but failed functional checks on flow rate testing before and after activation. The suction failure was further investigated by subjecting the device to both positive and negative pressure. The flow rate decreased. Visual inspection of the device revealed the presence of procedural debris in the suction ports. The blockage in the suction path was likely caused by tissue debris at the distal end of the device and cannot be substantiated to the 'out of box' complaint report. The overall complaint was confirmed as the observed condition of vapr tripolar 90 suction elect would have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to presence of procedural debris causing the blockage in the suction path. As per IFU, 1) do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. 2) electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non-conformance regarding this lot.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the vapr tripolar 90 suction elect device did not work out of the box. It was connected to a competitor device. It was unknown if a spare device was available for use. There were no reports of a delay to the procedure. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found it was not returned in original package. The tip showed signs of activation and had foreign matter. The handle had foreign matter residue. The tip, handle, shaft and plug did not show any signs of damage. The device will be sent to the manufacturer for further testing. The supplier performed an evaluation with the following results: device was not received in its original packaging. The tip was used and there was tissue debris inside the active tip. Additionally, some residue was found on the active tip surface and ceramic. The handle, cable & plug were used. It was confirmed that there were no ncrs or deviances recorded during the manufacturing process. The customer stated that ¿the electrode gets clogged after only 2 minutes of use.¿ visual inspection revealed the presence of procedural debris in the suction ports. The device passed all electrical checks but failed functional checks on flow rate testing before activation (275 ml/min). However, the activation test unblocks the device, reaching the required post activation flow rate specification. The blockage was likely caused by a buildup of tissue debris at the distal end of the device. The complaint can be substantiated. The overall complaint was confirmed as the observed condition of vapr tripolar 90 suction elect would have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to presence of procedural debris causing the blockage in the suction path. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.